Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during surveillance culturing tests by the facility, the instrument channel and suction channel of the subject device repeatedly tested positive for unspecified bacteria. The facility did not provide other detailed information such as the reprocessing method, but there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, unspecified mesophilic microbe (58cfu/10ml) was detected from the instrument channel of the subject device but the test result was defined as acceptance criteria in (B)(4) guideline. The test result indicated no microbial growth for the air/water channel and distal end of the subject device.